Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and three months post filter deployment, computed tomography (CT) revealed an inferior vena cava filter was noted in position with extensive thrombus noted within the inferior vena cava, common iliac veins, external iliac veins, and common femoral veins. Small amount of thrombus was noted cephalad to the inferior vena cava filter. Eventually seven months later, computed tomography (CT) revealed filter was present with multiple anterior abdominal wall collateral vascular structures. However, no device deficiencies were identified in the provided medical record. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post-deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. No alleged deficiency with the filter was reported and the patient was diagnosed with thrombus above the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.